Manufacturer narrative:
Initial.

Event description:
It was reported that a recently inserted dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet system was not providing glucose readings until the user restarted the ilet, after which the sensor paired and began providing readings. No adverse clinical symptoms reported. Outcomes included restoration of continuous glucose readings without alerts or alarms and no need for medical care. User support included remote troubleshooting and education, including device restart and confirmation of sensor pairing. Investigation of this case revealed a temporary loss of data transmission or pairing between the cgm sensor and the ilet that resolved with a device restart, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption that was correctable through standard troubleshooting.